Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned vascular treatment. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a geometry error resulted in the issue with the table movement. Upon inspection, fse determined that the longitudinal potentiometer was faulty. The fse replaced the longitudinal potentiometer and calibrated the table. After replacement of the longitudinal potentiometer and calibration of the table, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device geometry failed when the table head tilt was down. Subsequently, all geometry became unavailable. The device was inside of clinical use at the time of the event. No harm was reported to philips. The device was rebooted multiple times which resolved the issue and allowed the procedure to be completed.